Manufacturer narrative:
Inspected 1 opened reservoir and performed manual prime and high pressure tests, reservoir passed per spec. No leaks or plunger rod were found during analysis. Reservoir connected and locked in place properly.

Event description:
Leakage from the back of the reservoir where the plunger unscrews. No additional details were provided.